Manufacturer narrative:
Visual inspections were performed on the returned device. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. A review of the corrective and preventive actions (CAPA) database for the reported device was performed and revealed no complaint assessment capas that would be related to this event. Based on these reviews, there is no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a carotid treatment interventional procedure using a 9f sheath. Reportedly, after implementation of the system, the suture segment did not come out entirely [suture retrieval issue], leaving at the end of the steps the impossibility of performing the closure. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 1494 clarifier: indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.